Event description:
94 year old patient was found with chin on lower bar of the upper r siderail. Neck was between rail and mattress head lying on mattress and body hanging down to the floor. Pt was expired.